Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted (senor location not specified). On 4/19/2024, it was reported the patient¿s wife called emergency medical service and the patient ended up hospitalized due to a cgm inaccuracy. No bg/cgm comparison values were reported for this event. No patient symptoms were reported. At the hospital, the patient was treated with ¿glucose bags¿, and the patient had an electrocardiogram (EKG) done. There was no documentation of when the patient was discharged. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.